Manufacturer narrative:
Returned device was received with a cracked tank cover. Wear and tear damaged line cord, enclosure, plate clip, and front cover. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device could not be calibrated. No patient involvement reported.